Manufacturer narrative:
Device investigation: results: the black plastic (pet lock) extrusion is inside the handle. Conclusions: the black pet material extrusion in the handle came from the proximal end of the pusher assembly. It is likely that the pet material became stuck inside the handle after it was actuated and separated from the proximal end of the pusher when the operator pulled the pusher assembly out of the handle. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with mdrs 3005168196-2014-00048, -00049, -00050

Event description:
The patient was undergoing an embolism procedure using the penumbra ruby coil system. During the procedure, when detaching the coil, part of the black detachment zone broke off in the handle. A new handle was used to complete the procedure. There were no patient complications.